Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6), and three controllers (B)(6) were not returned for evaluation. Two controllers (B)(6), were returned for evaluation. Failure analysis of the returned controllers revealed that the units passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports, serial port, and pump connector port of the controller. Visual inspection of (B)(6) revealed contamination within power port one (1) of the controller. These are the additional findings not related to the reported event. The most likely root cause of the observed controller ports contamination event can be attributed to the handling of the devices. An internal inspection of the returned devices did not reveal any abnormalities. Log file analysis associated with (B)(6) revealed that the controllers were not in use during the reported event. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the event log file associated with (B)(6) revealed multiple controller power-ups logged on (B)(6) 2023 since 17:34:00, indicating losses of power to the con troller. The data point recorded prior to the first loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 51% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the first loss of power. The event log file revealed that during an attempted pump start event, several controller reset events were logged. Following the controller reset events, log files revealed instances that only one (1) power source was connected to the controller during the attempted pump start event. Analysis of the data log file also revealed that after some losses of power to the controller, safety alert word (saw) values were recorded on (B)(6), indicating an over current alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the batteries. It is likely that the over current condition prevented the batteries from providing power, resulting in additional losses of power to the controller. Analysis of the alarm log file associated with (B)(6) also revealed six (6) vad stopped alarms and five (5) vad stopped alarms were logged on (B)(6) 2023. The first vad stopped alarm was logged at 17:35:12, due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by vad disconnect alarms indicating physical disconnections of the driveline from the controller, additional vad stopped alarms due to a failure of the pump to restart, and additional controller power up events without pump start events, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2023 at 17:04:25 and subsequent vad disconnect alarm logged at 17:04:33 indicating that the controller was being powered up without the driveline connected, likely during troubleshooting in preparation prior to the controller exchange. Review of the event file associated with (B)(6) then revealed a controller power up event logged on (B)(6) 2023 at 17:06:25, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) then revealed five (5) vad stopped alarms and three (3) additional vad disconnect alarms were logged on (B)(6) 2023. The first vad stopped alarm was logged at 17:06:40 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by additional controller power up events logged on (B)(6) 2023 between 17:06:25 and 17:17:34, indicating losses of power to the controller. After the controller power up events, log file analysis revealed that saw values were recorded on (B)(6), indicating an over current alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the batteries. It is likely that the over current condition prevented the batteries from providing power, resulting in additional losses of power to the controller. These were followed by additional vad stopped alarms due to a failure of the pump to restart after several attempts. Several additional vad disconnect alarms were logged since 17:14:01 indicating physical disconnections of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Of note, the setting of the time on (B)(6) may have impacted the recorded sequence of events; based on the reported event details, it is possible that the failure to restart first occurred on (B)(6). As a result, the reported vad stop and failure to restart events involving (B)(6) were confirmed. The reported vad stop events involving (B)(6) were not confirmed. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00609659 is investigating controller resets during pump start. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge over current condition. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date:17-april-2023 h3: yes dev rtn to MFR? Yes d1: controller d4: (B)(6) d9: yes, return date:17-april-2023 h3: yes dev rtn to MFR? Yes d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop alarm. The primary controller was exchanged, but the vad did not restart. The controller was exchanged back to the primary controller without the vad restarting. The patient was brought to the hospital and three additional controllers were attempted to restart the vad without success. Review of log file data showed multiple losses of power to the primary controller associated with vad stop alarms. The patient was put on comfort care and subsequently died two days later.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420/ catalog #:1420 / expiration date: 30-jun-2020 / serial #: (B)(6). UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 07-jun-2019. Patient ime code(s): e2402. Imf code(s): f02. Img code(s): g04035. FDA device code(s): a141204, a0708. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420/ catalog #:1420 / expiration date: 31-may-2023 / serial #: (B)(6). UDI #: (B)(4). No. No, device evaluation anticipated, but not yet begun. Mfg date: 13-may-2022. No. Patient ime code(s): e2402. Imf code(s): f02. Img code(s): g04035. FDA device code(s): a141204. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420/ catalog #:1420 / expiration date: 31-aug-2019 / serial #: (B)(6). UDI #: (B)(4). No. No, device evaluation anticipated, but not yet begun. Mfg date: 09-aug-2018. No. Patient ime code(s): e2402 h6: imf code(s): f02. Img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #:1420 / expiration date: 31-aug-2019 / serial #: (B)(6). UDI #: (B)(4). No. No, device evaluation anticipated, but not yet begun. Mfg date: 23-aug-2018. No. Patient ime code(s): e2402. Imf code(s): f02. Img code(s): g04035. FDA device code(s): a141204. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #:1420 / expiration date: 30-sep-2019 / serial #: (B)(6). UDI #: (B)(4). No. No, device evaluation anticipated, but not yet begun. Mfg date: 19-sep-2018. No. Patient ime code(s): e2402. Imf code(s): f02. Img code(s): g04035. FDA device code(s): a141204. FDA method code(s): FDA results code(s): c21. FDA conclusion code(s): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.